Event description:
Philips received a complaint on the v60 ventilator indicating that the screen was white. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that the white screen occurred when the device was turned on, preventing the device from continuing to cycle. There was no alarm from the device during the white screen issue. The customer informed the rse that they had just replaced the power supply, and that was when the white screen issue started to occur. The rse advised the customer to check the motor controller (mc) printed circuit board assembly (pcba) since it is needed to remove it during power supply replacement. The customer called back and stated that the white screen problem was caused by a cable that wasn't connected. Once the cable was properly connected, the device became functional again. As the customer replaced the power supply themselves, this device issue is considered user error due to improper installation of the replacement part. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.